Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had gi bleeding and anemic events. Treatment consisted of aspirin and coumadin. Coumadin was restarted with an inr goal between 1.0 and 1.5 which is being managed by the patient's cardiologist. The patient is currently doing well and has had no further bleeding.

Manufacturer narrative:
The pump is not available for evaluation as it remains in use supporting the patient. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.